Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer's bus cable was found disconnected from the interface board. A field service engineer reseated the connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system auxiliary drawer, multiple pockets were not detected on the communication bus, when the user was trying to issue medication to the patient. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.